Event description:
It was reported that the inserter needle of a meniscal repair device fractured. No patient impact or adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: germany. Visual examination of the returned product identified the device is missing the fractured needle tip and sutures and anchors and device has been cycled. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated, and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.